Event description:
Healthcare professional reported a lap-band port leak. The leak was first noticed when there was "no saline" in the device during a consultation. The port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2014. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."